Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing it was found that the device heated up. The device was not used in surgery and no surgical delay or injury occurred. It is unk if medical intervention occurred. There is no additional info provided.